Event description:
Argon drainage bags lot # 11227515 leaking from blue nozzle when attached to patient. Our nurse went through four from this same lot number and none of the nozzles close properly. She finally found some with a different lot number that worked. Manufacturer response for drainage bag, argon medical devices (per site reporter). Left message. No response.